Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 found in history file due to j6 connector resistance issue. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 70 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that the notification light did not immediately stop flashing. The customer was explained that the process should resolve the issue. The insulin pump will be returned for analysis.